Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: surgery for distal humerus fractures took place. During procedure, the reported drill bit broke. The surgeon was drilling in the distal humerus when the drill bit was broken. Although the broken tip, about 1.5 cm lengthened, remained at the time of breakage, the surgeon dispatched to remove the broken tip and continued the surgery by using a spare drill bit. The surgery was completed with a 3-minute delay. No adverse consequences were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 23.jun.2015, 323.062 lot. 9525276, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2015: according to the surgeon, the event occurred by his technical error because of the reported drill bit went bowing and broke under the weight pressure when he released his hand from the hand piece applied to the drill bit.

Manufacturer narrative:
(B)(6). Product investigation summary: the drill bit in question is broken at the end of the flute. The broken tip shows that the cutting edges are blunt. Because of the damage, it is not possible to measure for the complaint relevant dimensions. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The product was produced in june, 2015. The article in question was produced in a quantity of (B)(4) pieces. There is no awareness of any quality problems or failures caused by a faulty product on the article. The microscopic view of the broken device shows a homogenous surface, which indicates material conformity. The visual inspection has shown that the cutting edges are blunt. Furthermore, signs of wear and tear were also identified along the flute. Based on the investigation results, it is likely that the cause of breakage is the result of a mechanical overload situation during use. The bad condition of the device prior to surgery may have also played a contributory negligence to the breakage. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.